Event description:
This is a male who had an ivc filter placed because of a dvt of the right leg and bilateral pulmonary emboli. Upon completion of the procedure, the surgeon noted that the filter had tilted to the left. A venagram was done and there was concern for perforation. The surgeon then did several injections of contrast by hand. He determined that there was no extravasation of the contrast and that the tip of the filter was at the cava wall but not through it. The patient remained stable and was discharged home in 2009, in good condition. A follow up CT scan was done by the surgeon the following month. This showed that the filter was outside the wall of the ivc, but no extravasation of contrast was seen. The patient remains stable and continues to be monitored by his surgeon.

Manufacturer narrative:
Event evaluation: still under investigation at this time. Additional information from the user facility report: 07/02/2009. Tulip filter. Ivc filter. Cook medical.